Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 1.5 malfunctioned as a result of a defective controller board. The field service engineer inspected all connected drawers, performed cleaning on the aio, bioid, and keyboard cover, secured the barcode scanner cradle, and replaced the controller board to rectify the problem. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia system encountered an issue where the drawer 1.5 failed to recover, which hindered users from accessing the medications. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.